Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that after the customer inadvertently dropped the pump on chair leg, and when taken out of pocket the touchscreen cracked and pump was unresponsive. Customer's blood glucose was 237mg/dl. Customer reverted to manual injections for insulin therapy.